Event description:
On 7/1/94, rptr's husband was taken off of hand dialysis and put on a dialysis cycler and pump. These machines were prescribed by his drs. Rptr's husband died on 10/6/94. After his death, rptr began gathering all machines, medication and supplies that were prescribed. Rptr discovered a green slime substance in the pump. Recalled a person at the facility saying she had never heard of a pump with a cycle. Rptr called the MFR of the pump and was told the pump was no more than a condensated air conditioner pump and was not to be used as a medical device and certainly not to be used on people.